Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was investigated by olympus medical systems corp. (Omsc). The grip part remained open at an angle and could not close. One of the link mechanism parts was broken. A brown foreign substance had adhered to the area around the broken part. A part of the link mechanism was missing. The broken part looked brittle fracture due to corrosion was observed. In addition, the appearance of the insertion part was confirmed, but there were no abnormalities that led to the initiated event. The following manufacturing records in the lot number of the actual product was confirmed, but there were no abnormalities related to the initiated event. · quality inspection table · process inspection table it is judged that the grip part could not open and close because the link mechanism part was broken. According to the result of the actual product confirmation, it is presumed that the breakage of the link mechanism part occurred by the following mechanism. 1. Foreign matter and cleaning liquid remained due to insufficient cleaning after use. 2. The residue corroded the arm of the cup and reduced its strength. 3. Due to the load when opening and closing the grip, the part of the link mechanism whose strength had decreased was broken. The above device handling has warned in the instruction manual.

Event description:
On (B)(6), omsc found that not only the grasping part could not open but also foreign matter had adhered to the surface during the pre-use inspection.

Manufacturer narrative:
B5 is corrected as bellow: (old) on (B)(6), omsc found that not only the grasping part could not open but also foreign matter had adhered to the surface during the pre-use inspection. (New) on (B)(6), omsc found that not only the grasping part could not open but also foreign matter had adhered to the surface during the pre-use inspection.

Manufacturer narrative:
The subject device was evaluated by olympus medical systems corp. (Omsc). Even when the slider was operated, the grip part remained open at an angle and did not open or close. One of the link mechanism parts was broken. A brown foreign substance had adhered to the area around the fractured part. A part of the link mechanism was missing. When the fractured part was confirmed, brittle fracture due to corrosion was observed. There was no abnormality related to the event pointed out about the appearance of the insertion part. The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by a nurse that during an unspecified procedure using the pre-use inspection, the grasping part could not open on only one side. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to omsc for evaluation. On november 11, omsc found that not only the grasping part could not open but also foreign matter had adhered to the surface during the pre-use inspection.